Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd cor¿ ctgctv2, a discrepant chlamydia trachomatis (CT) patient result was obtained. Initial urine test was CT positive. Another urine sample from the same patient was collected and tested and was CT negative. A vaginal swab was also collected from the same patient and tested and was CT negative. There was no report of patient impact.